Manufacturer narrative:
(Complaint number: (B)(4)). No samples (actual or unused) were received for evaluation. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. No pictures were received. No batch # was provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. This complaint is now closed as cannot be determined due to insufficient information.

Event description:
Customer advised that upon determination of the blood draw the phlebotomist placed the gauze over the puncture site, anchored it with finger, and activated the safety by pulling back on the safety mechanism. The needle did not fully retract and was exposed sticking the phlebotomist's finger used to anchor the gauze. Phlebotomist could not remember if he heard/felt the safety click into place.